Manufacturer narrative:
(B)(4) - RMA issued (RMA #(B)(4)) for the return/repair of the compressor (part no. 1165097) and the 4-way valve (part no. 1101141) related to the device in question. Both items had been returned and evaluated as of 08/03/2015. The alleged defective power switch/button (part no. 2001134) is not expected to be returned or evaluated, but a replacement part was issued (order #(B)(4)). The parent record (B)(4) has been updated with this new information. Follow-up filed. Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that he believes the compressor is locked up. The dealer states that the on/off switch is causing the unit to not alarm. The dealer states that the manifold is not switching.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that he believes the compressor is locked up. The dealer states that the on/off switch is causing the unit to not alarm. The dealer states that the manifold is not switching.